Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units of insulin. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge at the time of the call, and confirmed that the supplies on the pump would be changed.